Manufacturer narrative:
The test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number: (B)(4) compared to an unknown laboratory method. The reporter was not able to provide the exact date of the event. The meter result was 8.0 inr. The reporter could not recall the exact laboratory result but stated that the difference between the results was at least 1.0-2.0 inr. The patient's therapeutic range is 2.0 to 3.0 inr. The interval of testing is once a week.